Manufacturer narrative:
The lead is not expected to be returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high threshold measurements. An x-ray confirmed that the lead had dislodged. Surgical intervention was performed and the lead was explanted and replaced without incident. It was noted that the lead had been secured to adipose tissue instead of fascia at the time of implant. No additional adverse patient effects were reported.